Event description:
On (B)(6), the general surgery service was performing a total thyroidectomy. While performing the surgery, intra-operatively, the surgeon announced that the harmonic scalpel focus tip broke off in the patient's neck incision during use. The surgeon was able to retrieve the tip that was broken off from the incision site. The circulating registered nurse retrieved the hand piece and the piece of broken tip and isolated them off the surgical field in a biohazard bag. A new harmonic scalpel focus was used throughout the completion of surgical case without incident.